Event description:
A patient was in the dermatology suite of the medical center group for ultra-violet treatment of a skin condition. The actual treatment time exceeded the prescribed time and resulted in first and second degree burns. The patient has not exhibited any lasting effects. Following an investigation, it is felt that this is either physician or patient error. Additional policies and protocols have been implemented.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.